Manufacturer narrative:
According to the facility "drill bit broke and was left in patient, surgeon did not use intra-operative fluoroscopy throughout the procedure and, drill bit was discovered days after in post operation follow up x rays". No additional information was provided related to the reported incident. Sample is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "drill bit broke and was left in patient, surgeon did not use intra-operative fluoroscopy throughout the procedure and, drill bit was discovered days after in post operation follow up x rays".